Event description:
A customer in (B)(6) notified biomérieux of a potential false positive result for a patient sample in association with the vidas® sars-cov-2 igm (9com) 60t (ref 423833). The lot number was not provided by the customer. A nasopharyngeal swab was also performed and tested as confirmation, but the result was negative. Vidas® sars-cov-2 igm = positive. Nasopharyngeal swab = negative. There is no indication or report from the customer that this event has led to any adverse event related to the patient's state of health. A biomérieux internal investigation has been initiated. Note: reference 423833 is not sold or distributed in the united states. However, u.s-only product reference, 423833-01, has the same formulation and physical properties as reference 423833.

Manufacturer narrative:
This report was initially submitted following notification from a customer in italy regarding a potential false positive result for a patient sample in association with the vidas® sars-cov-2 igm (9com) 60t (ref (B)(4)). The lot number was not provided by the customer. For the investigation, the customer did not provide any information regarding the batch of vidas® sars cov-2 igm assay ref. (B)(4), nor was the patient¿s sample available. No anomalies were highlighted with the control chart analysis, the analysis of quality data, or the tests performed by complaints laboratory on internal samples. Without any information regarding the batch of vidas® sars cov-2 igm assay (ref. (B)(4)) used by the customer and without the concerned sample available, the lab cannot perform any test, and consequently cannot explain the results observed by the customer. No evidence was highlighted for reconsideration of vidas® sars cov-2 igm performances whatever the lot tested by the customer. See section h10.